Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the "mainframe goes to all blocks." The fse noted that the mainframe would shut down and reboot when the interconnect cable was flexed. There is no report of injury or death associated with the event described in this complaint.